Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the phenomenon was not reproduced, during the inspection at olympus repair center, it's found the scope socket was faulty, causing stripes in the image occasionally which could have potentially been connected to the indicated phenomenon "no image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the scope socket was found to be faulty, causing occasional stripes in the image. An additional issue with the failure of the video cable connectors was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic electric cutting procedure, the connector on the video system center was faulty, causing a green screen. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.